Event description:
It was reported that there was a connection issue between a supply bag and supply line of a homechoice automated pd set with cassette which resulted in a fluid leak. The supply bag and supply line could not be connected which resulted in a fluid leak during priming for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.